Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl. Customer also reported no delivery alarm during manual prime. Troubleshooting steps were guided for no delivery alarm. Assisted customer in performing a 5.0 unit fixed prime and the insulin exited. The insulin pump will not be returned for analysis. Customer reports that insulin does not exit with plunger push. Customer reports insulin exits, but there is greater than normal resistance when attempting plunger push. Customer reports insulin does not exit and there is greater than normal resistance with plunger push. Customer treated high blood glucose with 11.4 units of manual injection. Customer offered to examine the pump settings and infusion site only since she already changed the set but she declined. The insulin pump will not be returned for analysis.